Manufacturer narrative:
Device not received. Device not returned no evaluation can be performed device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
Letter received from (B)(6). Letter reported patient with redness, burning and itching associated with use of steri-strips and mastisol liquid adhesive. Letter reported mastisol was used to secure steri-strips following carpal tunnel surgery. Letter reported reaction was treated with oral steroid and topical hydrocortisone. Letter reported patient had no known allergies. No patient or contact information available.